Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient experienced an open surgical incision site with drainage. Diagnostic methods included examination/palpation and it was indicated as possibly related to implant procedure with severity noted as mild. Intervention included surgical treatment, revision of the surgical site (B)(6) 2013. The outcome was noted as resolved without sequelae (B)(6) 2013. The pump was used to deliver sufenta, clonidine, and bupivacaine.